Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. The customer disconnected phone call prior to tandem technical support obtaining additional information. Tandem technical support made multiple follow up attempts with the customer, however, no response received.